Event description:
Medtronic reported for hosp that post-operatively, the reinforcement wire of the emg endotracheal tube came loose from the inner wall of the tube. As a result, the nurse was unable to insert a phlegm suction instrument through the tube. The doctor succeeded in aspirating the sputum a few times, but then was also unable to suction. O2 (oxygen) saturation of the patient dropped, because the sputum could not be cleared, and an ambu-bag was used to oxygenate the patient. A bite block, intended to prevent the patient from biting and crushing the tube, was not used in the surgery or post-operatively. The patient otherwise recovered normally from the procedure.

Manufacturer narrative:
Evaluation of the returned et tube determined that the inner reinforcing wire or coil had uncoiled in a 2 cm section in the approximate area of the patient's teeth. Deep dents were also found in this section of the tube indicating that the tube was bitten down on by the patient during use, and crushed the reinforcing wire. The suction instrument tip then became ensnared in the crushed wire and prevented good suction.